Event description:
Additional information from the field representative indicated this issue was reported in error and there are no issues with this lead. The lead remains implanted.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
His report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being extracted for an unknown reason. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.